Manufacturer narrative:
The product is available for evaluation, however, it has not been returned yet. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that during a pre-dilation of a very calcified coronary lesion, a balloon catheter was advanced with resistance over the guidewire and through the vessel. When the balloon was inflated between 6 and 10 atm and the patient's artery blood flow was blocked, the patient immediately became sick. The balloon burst when the device was inflated between 6 to 12 atm. The balloon was caught in the lesion, but was removed and the patient was treated with atropine and adrenaline. After 10 minutes, the patient was better and the physician was able to complete the procedure. The balloon was withdrawn with resistance. The removed balloon was not complete; a part of the balloon itself was missing from the balloon catheter. As reported, the piece of balloon probably separated during withdrawal. According to the physician, it remained in the patient with a risk of thrombosis. Another balloon was used for pre-dilation. The stent was implanted, but was not completely deployed. The post-op care was extended. Three days later, the pt was fine and left the hospital. Sixteen days later, the patient went back to the hospital because the blood circulation into the radial vessel of the arm was blocked. The physician thought about the lost piece of the balloon and that it could be involved in this incident. If so, the piece of balloon would have been lost in the radial vessel while the device was withdrawn through this vessel, although the physician is not sure that the second incident is due to the separated piece of balloon. The patient is fine. The product will be returned for evaluation.